Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic bypass procedure on gastrojejunal anastomosis, the device was unable to fire. They changed the device with the same product to complete the case and resolve the issue. The patient outcome was unknown.